Event description:
It was reported that an asymptomatic patient presented via a merlin.net transmission. A non-sustained lead noise episode due to post-paced t-wave oversensing was observed. Reprogramming of the device was recommended. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.